Event description:
It was reported that during a shoulder arthroscopy procedure, the quantum 2 surgery system produced a burning smell every time the ablate function was utilized. The procedure was completed using this unit and no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.